Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (10.0 mg/ml at 3.747 mg/day) via an implantable pump for non-malignant pain. It was reported that, on (B)(6) 2016, the pump was alarming. An empty reservoir alarm had occurred. The device diagnosis was ¿empty reservoir alarm occurred.¿ the pump was reprogrammed the same date and 1 cc was aspirated. There were no complaints of withdrawal. The event was unlikely related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
Updated to 'adverse event and product problem' . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated due to patient non-compliance with follow-up and pump refill visits, the pump alarmed when the program reached zero volume. The clinician was able to aspirate 1cc of fluid from the pump prior to refilling. The patient experienced increased pain and complained of headache. The pump was refilled on (B)(6) 2016.